Event description:
The product used: smiths medical tube holder, size 3.0, cat # h4052 to secure the babies endotracheal tube came apart and ultimately extubated the baby while it was being mechanically ventilated. The part that secures the tube to the adhesive came off and was found lying on the babies bed. The adhesive was still in place on the babies face. The baby did not experience an adverse effect, and was treated quickly with oxygen and another oxygen device, but serious product concerns remain. It was in place for a total of 25.5 hrs. Dates of use: (B)(6) 2013 - (B)(6) 2013, 25 hrs.